Event description:
It was reported that the patient¿s lead migrated. It was noted that about two months ago the patient¿s healthcare professional told the patient their lead migrated half a vertebral body. It was further noted the patient was fine, but noticed the top of their thigh lost coverage because of the lead movement. The reporter stated the patient wanted an MRI because of their age. It was noted the patient was doing great at the time of this report. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the manufacturing representative became aware of the patient¿s lack of coverage due to lead migration about one month ago. It was noted that there was no known cause of lead migration. It was noted that no other actions were done to resolve the lead migration other than removing and replacing the leads.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).